Event description:
An aneurx bifurcated stent graft its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 6 months post stent graft implantation the pt was admitted to the hospital as a result of a right hip pain and neck fracture due to a fall. The injuries of which required a hip replacement. This admittance resulted in complications and prolonged hospital course. It was reported 9 months post stent graft procedure, the pt expired of an unknown cause.